Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device had missing end cap sticker, cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call to have issues with the device. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was unknown. Device passed the high pressure test. Dome sticker on the device was missing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.